Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000103093. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01833. It was reported that the patient was experiencing pain at the ipg site and having bowel issues. As such, surgical intervention was undertaken wherein the entire system was explanted to address the issue.